Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A hospital biomed reported that a surgeon had the trocars in the pt's eye and had just completed an incision to perform a vitrectomy when the cutter was tested and it would not cut. The cutter was exchanged and the surgery was completed the same day with the same system. The surgery was extended an additional 30 minutes. There was no pt injury or harm reported.